Manufacturer narrative:
Date of this report: 09/26/2016. Additional information received: while intubating the patient for a thyroid case, the cuff of the emg tube was inflated with air. Approximately 30 minutes into the case the cuff developed a slow leak; the patient was reintubated. There was no patient impact. Reused single use? No. Device available for evaluation? Yes. Return date: 11/22/2016. Rpt. Sent to FDA? No. Date manufacturer received: 11/08/2016. Product evaluation: analysis results: when compared to the assembly drawing: the cuff was inflated with 15cc of air and it leaked out immediately which would have resulted in the reported event. When viewed under magnification, the cuff had a tear in it measuring 0.03¿. Visual assembly instructions for next gen emg tubes xvi requires manufacturing to perform a 100% cuff inflation test which would have detected the damage if present at the time of the test. There was no damage to the packaging that would indicate a cause for the observed damage. The instructions for use warn the user to first perform a cuff inflation test and visually check for abnormality; the observed defect would have been detected during an inflation test if present at the time of the test. The instructions for use indicates that damage may occur to the device during actions such as; over inflation, insertion of objects, and biting forces. The information likely indicates that the cuff was damaged during, or after intubation. (B)(4).

Event description:
Additional information received: while intubating the patient for a thyroid case, the cuff of the emg tube was inflated with air. Approximately 30 minutes into the case the cuff developed a slow leak; the patient was reintubated. There was no patient impact.

Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation.

Event description:
It was reported that "the balloon was leaking and losing gas. They had to stop the case and reintubate." This delayed the case 10 minutes; however, there was no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.